Event description:
The patient had 4 wide-spaced quattrode leads (the model numbers, lot numbers and implant dates are unknown) implanted as part of her pns (off label) system. It was reported the patient stated one of her leads were protruding and popping out through her skin. X-rays did not reveal any anomalies. The physician believes it was a scab on the patient's skin. Subsequently, the patient underwent surgical intervention where her entire pns system was removed. Follow-up information revealed the physician stated the leads were not protruding through the patient's skin and the issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.